Manufacturer narrative:
One opened knife sample was received by manufacturing for evaluation. The returned sample was visually inspected and found to be nonconforming. The blade was not formed properly. No lot number was identified with this complaint therefore, lot number history and complaint history reviews could not be conducted. The evaluation of the returned, open sample confirms the poorly finished blade as noted by the customer. The root cause of this complaint is improper coining during the manufacturing operations. An investigation photo of the returned sample has been be reviewed with the applicable production personnel to raise awareness of this issue and is documented on the facility's CAPA/review training form. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested, but none can be anticipated. (B)(4).

Event description:
A doctor reported that some knives were noted to have irregularly formed or poorly finished cutting edges. Procedure involvement and patient impact information is unknown. Additional information has been requested.